Event description:
During a left heart catheterizathion a jr4.0 catheter was inserted. While the physician was torquing the device to cannulate through a very tortuous right coronary artery the catheter was retrieved and no adverse effects to the patient were reported.